Event description:
It was reported that during a procedure, the wand was faulty. The procedure was completed with a competitor device. There was a significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image showed a werewolf with a package and a pump handle on top. It appears that the package corresponds to a coblation wand, however, the lot and part number cannot be verified. The coblation halo wand is not shown. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in b5.

Event description:
It was reported that during a procedure, the coblation halo wand was faulty. The procedure was completed with a competitor device. There was a surgical delay greater than 30min and no further complications were reported.